Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8780, (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was "receiving" gablofen (2000 mcg/ml at 200 mcg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2023 the patient's spinal catheter was explanted due to infection. The pump was programmed to minimum rate and left in the pocket. It was unknown if diagnostics/troubleshooting were performed; the company representative was not notified of the procedure until now. A new catheter was placed today and the issue was resolved.